Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 7 days of support, the pt was experiencing increase in power and a decreased pulsatility index (pi). The pt was given one liter of fluid with no change in status. The system controller was also exchanged with no change in status or numbers. The pt was in sinus rhythm (normal beating of the heart) and the pump sounds were reportedly within normal limits (wnl). The pt was running a low temperature however the blood cultures were negative. The chest tube drainage had diminished but the pt was oozing out of the exit site and reported some trauma. When the pump speed was dropped to 8400 rpms, the pt stated to decompensate, was not feeling well and the mean arterial pressure (map) dropped to 50. As a result, the pt was started on levo. An echo taken by the hosp showed that the left ventricle (lv) was not small, there was no bowing but there was some dyskinesis noted although the lv appeared to be moving well. The hosp increased the pt's levo medication to 10 mcg and the map was at 78. The aortic valve was not opening but there was significant tricuspid regurgitation (tr) which was of concern to the hosp's medical personnel because the pt had required a tricuspid valve repair (tvr) during the placement of the lvad. An x-ray taken by the hosp did not show any change in pump placement since implant. Since the lv was filling well and there were no signs of suck down, the MFR's clinical rep recommended the hosp to further evaluate the pt's heart. The pt continued to be medically maintained on pressors but pump power was still slightly high. The vad coordinator reported that the pt appeared to be hemolyzing due urobili in his urine and an increased total bili. Add'l info provided to the MFR approx (B)(6) weeks after the initial event was reported indicated that the pt's pump power and pi levels had normalized for a few days but the pump power started to increase again. The pt was started on integrelin but did not tolerate the therapy due to hemoptysis which has reportedly resolved. The hosp continues to monitor the pt on a combination of oral anticoagulation and antiplatelet therapies.

Manufacturer narrative:
The pt remains on going on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.